Event description:
It was reported the light source experienced warning light on the spare lamp and error code e103 was displayed. The issue occurred while inspecting the camera in preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. The device was evaluated by a field service engineer. And the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the event reported as "error code e103" was caused by a the emergency light indicator is always on. Olympus will continue to monitor field performance for this device.